Event description:
A (B)(6) female patient called zoll customer support to report that her monitor was making a screeching noise and would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on / high pitched noise) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (B)(4) on the computer / analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components. The patient received a replacement monitor.